Event description:
The physician reported that a vns patient has alleged that their vns wires are exposed and coming out of their skin. Further follow up with the physician confirmed that the initial lead exposure occurred back on (B)(6) 2019. The patient has called into the neurologists office informing that a pus pocket burst when they woke up, and that there was no pain in the area and it is dry now but they can feel vns wire sticking out. The physician instructed them to go to the emergency room, and then referred to surgeon for further assessment. The physician mentioned that the patient was assessed a few days prior to the lead exposure on (B)(6) 2019. At this appointment, the patient noted that they could feel wires under the scar, but did not mention anything about pus. The physician notes that the scar was palpated at this appointment and that the patient did not complain of any discomfort, and that the physician did not extrude any pus from the incision site. The physician does not currently have an assessment as to what caused the current lead exposure. A review of device history records showed that the implanted generator and lead were sterilized prior to distribution. All other quality tests also passed prior to distribution. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as the device extrusion and fibrosis are not related to the functionality or delivery of therapy of the device.

Event description:
The physician later clarified within clinic notes that the extrusion occurred at the chest site, and that there was no infection but some granulation tissue around the hardware in the chest. The generator and lead have been explanted. No other relevant information has been received to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.